Event description:
It was reported that a patient underwent an open thymoma resection on (B)(6) 2013 and suture was used to close the sternum. The patient had regular checks at a different hospital. On an unknown date it was found via x-ray that one of the sutures was broken. The patient returned to the hospital on (B)(6) 2014 and underwent a reoperation to remove the broken suture.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.